Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device. Fse inspected the drawer and confirmed that all diagnostic light emitting diodes were normal. The fse reseated all internal drawer connections and power-cycled the station noted the drawer functioned normally. The drawer's operation was tested in both the application and hardware test application diagnostics, with no issues observed. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1, 2.2 and cubies were failed, and all displayed "device not detected". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.